Event description:
Allegedly, x-rays indicate that the spring of the expansion mechanism is broken.

Manufacturer narrative:
Investigation is not complete. This is a reportable product malfunction. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete.